Event description:
It was reported that the device had failed preventive maintenance, faulty keypad and iui. There was no patient involvement.

Manufacturer narrative:
Correction. Annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer. Annex a : a1301, a1801. Annex g : g02017. Annex b : b01, b14. Annex c : c0601. Annex d : d01.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed preventive maintenance, faulty keypad and iui. There was no patient involvement.